Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd venflon¿ pro safety peripheral safety IV catheter with injection valve there was an issue with a broken catheter. The customer states ¿a nurse while replacing the plaster around the intravenous cannula, observed the lack of the inner part of the cannula, i.e. A plastic tube. She immediately made a palpation examination, during which she sensed a foreign body under the skin, about 2 cm above the site of injections. The foreign body was removed.¿ there was no report of further medical intervention.

Manufacturer narrative:
Investigation summary: 50 representative samples were returned for the investigation of this complaint. Visual inspection of catheter and cannula were performed and no abnormality was observed on the representative samples. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7142284. Investigation summary: the non-conformance of this complaint could not be determined as all the 50 representative samples pass the acceptance criteria. The manufacturing process includes an automated vision inspection machine that will reject parts not meeting lie distance requirement. A broken catheter will automatically be rejected as the lie distance will be out of specification. Therefore, the reported nonconformance could have occurred out of the manufacturing facilities.